Event description:
Customer reported that the device on/off power button was completely ripped off. Physio-control verified the reported failure and observed that users taped the power button to hold it in place. Physio also observed that the internal foam spacer placed around the display monitor moved up and is now covering a portion of the display. There was no indication of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control replaced the keypad and front case assembles to observe proper device operation through the functional and performance testing. The device was returned to the customer for use.